Event description:
A patient reported an issue where an error alert appeared requiring a cartridge change to resume insulin management. There was no adverse impact to the customer's blood glucose level. The pump could not be reset until it completely died, causing a delay and interruption in management, and the patient declined further troubleshooting.